Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# :va1sv4y, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead; product ID: 3889-28, lot# :va1sv4y, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-jul-2022, UDI#: (B)(4) ; product ID: 3889-28, serial/lot #: (B)(4), ubd: 07-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy.it was reported that the lead and battery were removed due to an infection